Event description:
The technician alleged that there are no light functions from the bed. No pt impact.

Manufacturer narrative:
The tech found corrosion on the composer interface board. The technician replaced the composer interface board to resolve the issue.